Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On 01-dec-2201, it was reported that the patient disconnected the infusion set's tubing from the cannula (quick release) because his doctor had to check something on him, but was unable to put and connect it back in. The site location was patient's left hip. Moreover, the infusion had been used for few hours from the time of insertion reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 99 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) "2201", it was reported that the patient disconnected the infusion set's tubing from the cannula (quick release) because his doctor had to check something on him, but was unable to put and connect it back in. The site location was patient's left hip. Moreover, the infusion had been used for few hours from the time of insertion reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 99 mg/dl. No further information available.